Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received lioresal baclofen (2000.0mcg/ml, 586.2mcg/day) in an implantable pump for an unknown indication for use. The manufacturer representative was notified by the hcp regarding a short motor stall and recovery that occurred on (B)(6) 2017 at 16:54. It was indicated the motor stall last 5 minutes. There were no reported patient symptoms. The hcp denied the patient having a recent MRI. It was also confirmed there were no electromagnetic interference (emi) sources present. However, the patient did cross the border often and was going through security systems. The patient did not hear and audible pump alarm. Technical services suggested performing an alarm test for the patient and discuss the audible alarm as it relates to the alarm interval (i.e. If the critical alarm interval was 10 minutes, but the motor stall only lasted 5 minutes). The manufacturer representative would contact the hcp to discuss motor stalls and alarm tests. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated the patient was contacted by the hcp to determine if any procedures (such as MRI) were performed. The patient denied exposure to any sources of electromagnetic interference (emi). The patient did cross the border on (B)(6)2017 or in-between visits to (B)(6). The patient reportedly had carried items on their lap while in their wheelchair. The patient could not think of anything different occurring on (B)(6)2017 when the pump alarm occurred. The clinician programmer did not indicate an alarm occurred. Thehcp was unaware of the motor stall until the logs were printed. No cause for the motor stall was determined. The hcp reviewed the alarms over the phone with the patient (they were reviewed in the past and the patient remembered). The hcp also reviewed signs and symptoms of withdrawal and the patient was instructed to go to the hospital immediately (if they occurred). The patient had oral baclofen available at home. The patient did not experience any symptoms. The patient's managing physician was aware of the issue.